Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had IV pump channel malfunction, error code 240.4150 present 2x on 12/16 (bottle pressure safety system / sensor broken high), when testing upper sensor could not duplicate error and this sensor is also the newer style which was resolved with replacement of the upper sensor, tested pump and checks ok. There was no patient involvement.